Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for the evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, cracked coverglass of the insertion section and damaged fiber bonding in the outer tube area (distal end). Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that the broken video cable, cracked coverglass and damaged fiber bonding are the causes traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic interventional procedure. The procedure was completed using a similar device.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a streaky image. The event occurred during an unspecified procedure. There were no reports of patient harm.